Event description:
It was reported that the cables broke on the debakey forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be broken. One pair of grip cables was loose but not visibly broken at the wrist of the instrument. One grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulley exhibited white residue around the cable grooves. The other backend cables were undamaged. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.035 - 0.648 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.